Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a "loss of sterility" of a bd plastipak¿ syringe package. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: five unused samples of 20ll lot 1711272 have been received for investigation. Upon visual inspection of the samples received it can be observed that the blisters and syringes are damaged by cutters. As a consequence of this, the blister is not sterile. Syringes are disassembled observing the barrel and plungers are damaged/broken. DHR of lot 1711272 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a failure during packing process. This defect has been produced due to a failure during packing process. Once syringes are charged inside formed film sealing to paper is done and longitudinal and transversal cutters cut the blisters. A failure in the advance step of these sub processes has caused the transversal cutters made the cut in the wrong moment without being detected.